Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff won't inflate. This fault occurred before patient use/during priming. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device sample was received in used condition in a plastic bag. During visual inspection no damage or other defects were detected on the sample. A functional leak test was performed, and the cuff failed to stay inflated. An occlusion was confirmed in the assembly of the inflation line to the tube. The complaint was confirmed. A root cause was not identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.